Event description:
It was reported that an adverse event occurred while login was prompted during a sensor session. The patient used his receiver during the day and the iphone app at night. Sometimes he experienced signal loss intermittently in his house, even if the phone was in his hand or the receiver was nearby. On (B)(6) 2024 the patient remembered awakening around 6:30 am but did not look at the cgm screen. He used his iphone 11 as a display device and the receiver during the day. Follow up contact was made with the patient on 05/08/2024, the spouse indicated that she did not know if the patient had an app log out issue on his primary device around the time of the event on 04/30/2024. Prior to the event (on or before the evening of (B)(6) 2024) the patient remembered seeing screen messages asking if the user wanted to ¿sign in or log in?¿ he pressed one option and couldn¿t get in, he pressed the other and found he could get into the app. He did not remember other details, but the spouse knew that she didn¿t hear alarms or alerts prior to hearing an urgent low alarm on the primary device shortly before 8am. She had been sleeping in the next room prior to hearing the urgent low alarm on his phone and then checking on him. His wife estimated his bg was below 40 mg/dl, but he wouldn¿t cooperate with a bg fs, and he was barely conscious. His symptoms included he was cold, clammy, sweaty, and restless. He verbally responded in one-word answers. She attempted to give him glucose tablets and check his bg via a glucometer but he was uncooperative so she called emergency medical services (ems). She had ¿nasal glucose¿ on hand but could not get the wrapper off the package. Paramedics arrived in 8 minutes and the bg fs was 41 mg/dl. After they administered IV dextrose he ¿woke up¿ and his bg level stabilized. One value after the event was 100 mg/dl. The patient recovered at home after the event. At the time of the event the spouse was not a ¿follower,¿ and had not used that feature on her phone. Performance data was reviewed. The allegation was undetermined. However, it was found that no audio output occurred. The probable cause is alert disabled, vibrate only, or always sound disabled. The device functioned within specifications and patient settings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.